Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging burnt smell from unit, strange odor. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it, dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure and inside humidifier enclosure, on and under the heater plate, and on the dry box, they also observed the air outlet port had dust-like contamination in it, white dust-like contamination at the air inlet, dust-like contamination is spread out on the top of the pca (printed circuit assembly), significant dust-like contamination on top of the blower box and throughout the bottom of the enclosure, significant dust-like contamination on top of the blower motor, significant dust-like contamination in the bottom of the blower box, air inlet seal had yellowed and had dust-like contamination on it. Unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, blower box, blower, and blower seal. Manufacturer observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found fifteen error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.